Event description:
It was reported that the entire neurostimulation system was replaced because the patient had lost therapeutic effect. The physician pulled on the lead fairly hard when he tried to remove it, and the lead elongated, broke, and snapped out of the patient. The physician and manufacturer representative did not believe any fragments of the lead remained in the patient. A new implantable neurostimulator and lead were implanted. The patient recovered without sequela and was receiving effective therapy. On (B)(6) 2012, (B)(6) with rep: notify date confirmed. Hcp decided to replaced entire system as patient lost efficacy. During removal, they pulled on the lead pretty hard, it elongated and snapped out of patient. Unsure if any was left in the patient, but rep and hcp did not think so. New lead and ins implanted. Patient recovered without sequela and is receiving effective therapy.

Manufacturer narrative:
Product ID (B)(4), lot# v383870, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product typ lead; product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the lead model 3889 lot# v383870 found no significant anomaly. The conductors in the body of the lead were found to be overstressed/damaged.